Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found a tip collet in the problem area sticking due to fluid contamination and some tube lifters raising and lowering improperly. The instrument was cleaned of debris from the tube lifter motor gears. A damaged plunger clamp and tip clamp were replaced. The instrument was tested without further problem, and returned to svc.